Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with no delivery alarms on customer's insulin pump. The customer's blood glucose level at the time of incident was 497mg/dl. The customer treated with manual injections. Troubleshoot was conducted. The customer was advised site may have been occluded. The customer was advised the reservoir would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.